Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the device was damaged from being dropped. Therefore, the reported condition was confirmed. It was further determined that the device was broken at the neck(fall damage) and had no function. The assignable root cause was determined to be due to faulty handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the power module device was damaged by dropping. It was further noted that the device was broken at the neck(fall damage) and had no function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.